Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG cable issue was due to malfunction of lead ECG trunk and lead set. The lead ECG trunk and leadset were replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that there was a problem with the ECG cable. There was no patient involvement.